Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and bard mesh were implanted. It was reported that patient experienced vaginal mesh erosion and underwent reduction of enterocele, placement of mesh, bilateral sacrospinous vaginal vault suspension on (B)(6) 2005 and underwent excision of vaginal mesh on (B)(6) 2012. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Following insertion the patient experienced abdominal/pelvic pain, recurrent vaginal prolapse, infections, mesh exposure, and vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 due to erosion and infection; along with enterocele repair, anterior colporrhaphy, bilateral paravaginal defect repair, posterior colpoperineorrhaphy, levatorplasty, partial colpectomy, colpocliesis and cystourethroscopy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.